Event description:
It was reported that there were pauses noted on telemetry one day post implant. The right ventricular (rv) lead had placement difficulty with dislodgement. It was noted that the lead slack had pulled back but the lead was still attached to the rv. The lead was revised, advanced and tested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).